Manufacturer narrative:
A siemens service engineer attempted to retrieve additional information from the customer site. The system is located behind two sets of locked doors and a metal detector is located immediately outside the door to the mr system. Additionally, signage is posted throughout the waiting area as well as on the door to the mr suite, warning of the risks of introducing magnetic objects to the mr examination room.

Event description:
Siemens became aware of an incident on an MRI system via a local news media report. The report alleged a patient entered an MRI suite for treatment with a loaded weapon. Subsequently, the firearm was drawn to the face of the magnet where it discharged and injured the patient. The patient was immediately treated for non- life threatening injuries. No other personnel were injured.